Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 36mg/dl. The customer's most current level was 95mg/dl. The customer treated the low with food. The customer declined to troubleshoot for the low levels. The customer was not feeling well and would call back at a later time.